Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, head wore through poly and into dynasty shell. The shell was compromised so the surgeon felt it best to remove and replace with a biomet cup. X-rays attached.